Event description:
It has been reported to the co that the packaging of this device was defective. Reportedly, the inner package (pouch) was cut off. There was no pt involvement. The device is being returned for co's analysis.